Event description:
It was reported that this rv lead was exhibiting impedance spikes on daily measurements and more frequent noise was detected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).